Event description:
The plaintiff's attorney alleged that the plaintiff experienced the following events after the use of the product. On (B)(6) 2007, ER visit due to hypotension. On (B)(6) 2008, admitted to the hospital due to kidney hematoma, esrd, bleeding secondary to hematoma, hypersalivation, severe pain, hypertension, and anxiety. On (B)(6) 2009, experienced peritoneal infections and sepsis. On (B)(6) 2009, experienced peritoneal infections, sepsis, metabolic acidosis and hypotension. On (B)(6) 2009, experienced peritonitis. On (B)(6) 2010, experienced sepsis with hospitalization. On (B)(6) 2011, ER visit due to pyelonephritis. On (B)(6) 2012, ER visit due to cold sweat and occipital headaches. On (B)(6) 2012, experienced bacterial fungal peritonitis with left flank pain. The medical records did not have concrete data that nay of these event had been caused by fmc products, only that some of them may had been cause by the fact that the patient's dialysis could have had infections.

Manufacturer narrative:
This event (sepsis) is for the same patient involving one product. This is report 1 of 18 total reports involved for the same patient due to pd and hd events.